Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer stated that she was pregnant and would be due in 4 months. She advised that her doctor recommended she discontinue insulin pump therapy until after delivering the baby. The blood glucose reading was unknown, and the customer declined to provide further information regarding the hospitalization. Nothing further reported regarding the high blood glucose event during the customer's insulin pump use.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.